Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose with blood glucose levels of 35 mg/dl at the time of the incident. The customer was at 335 mg/dl at the beginning of the incident, and she put in a reservoir with 200 units of insulin. When she checked the reservoir an hour later, it had 129 units left. The customer was given glucagon to treat. The customer was at 100 mg/dl after the glucagon treatment. The customer experienced symptoms such as shaking and feeling low. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump over delivered insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed the delivery accuracy test. No over delivery anomalies noted. Unit received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, keypad overlay texture damage, cracked retainer and minor scratches on lcd window.